Event description:
It was reported that inaccurate measurement occurred. An avvigo plus multi-modality guidance system was selected. During the procedure, the minimal lumen area (mla) measurements were inaccurate. It was also noted that the fractional flow reserve (ffr) and diastolic hyperemia-free ratio (dfr) values were able to equalize but disappeared during pullback. The procedure was completed and there were no patient complications.

Manufacturer narrative:
D2b: pro-code: dsk, itx, iyo.